Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that serial peripheral interface (spi) bus failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was initially reported that a, "machine and proximal pressure sensors failed" error had occurred. The unit was sent to the repair center for further evaluation. It was discovered at the repair center that a spi bus failure occurred. At the repair center, the error codes for a spi bus failure were confirmed in the event log. The repair center replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The repair center replaced da pcba the to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "machine and proximal pressure sensors failed" error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a "machine and proximal pressure sensors failed" error occurred. Investigation is ongoing.